Event description:
Customer performed a blood glucose test at 7:30am and received a result of 237mg/dl. The customer dosed 120 units of humulin n based on the reading. At 11:30am the customer's spouse found pt passed out. Spouse called 911 and when paramedics arrived they started an IV because the customer's blood glucose was 33mg/dl. The customer was taken to the hosp and was given an IV drip. The customer was sent home in the evening. No controls were in use. A request was made for the return of the suspect device and replacement was sent.